Event description:
While dissecting the vein from the pt's lower leg, the tip of the dissector came off of the metal tube. The physician retrieved the tip from the leg. No damage to the tissue was noted.